Event description:
The pt received her scs sys consisting of two surgical leads and an ipg on (B)(6) 2007. It was reported the pt's ipg abruptly lost communication with both the charger and the pt programmer. An x-ray of the scs sys found the ipg had flipped within the implant pocket site. The physician repositioned the ipg. F/u on the pt found no additional issues reported. No devices were explanted or returned to the MFR for analysis.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.